Event description:
Luer lock connector split causing leakage of csf. Picture is included of the connector. (B)(6) csf culture positive for klebsiella oxytoca, patient started on antibiotics, csf culture (B)(6) positive for acinetobactor. Patient critical but stable; ventriculitis.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned for evaluation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.